Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject device could not be interrogated after an electrical cardioversion. It was replaced and was returned fro analysis.

Manufacturer narrative:
Analysis of the returned device showed damages due to external shock (some protection circuit including diodes no more functional).

Event description:
The subject device could not be interrogated after an electrical cardioversion. It was replaced and was returned for analysis.

Event description:
The subject device could not be interrogated after an electrical cardioversion. It was replaced and was returned fro analysis.

Manufacturer narrative:
(B)(4).

Event description:
The subject device could not be interrogated after an electrical cardioversion. It was replaced and was returned for analysis.